Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut fx dcs; product ID: d-evolutfx-34; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: na; FDA site ID: 9612164. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, a pre-implant balloon dilation was performed with a 24 mm balloon. During valve deployment, constraint in the valve frame was observed and post-dilatation was planned. After release of the valve, an infold in the valve frame was present. A temporary pacing wire was inserted and a post-implant balloon dilation was performed with a 26 mm non-medtronic balloon; during post-dilatation the balloon inflated and fully expanded the valve. While the balloon remained inflated, loss of pacing capture occurred and the valve dislodged into the ascending aorta, where it was positioned above the coronary arteries. A second valve was then loaded, and during implantation of the second valve while passing through the first valve, hypotension was observed; the valve was positioned and released, but the hypotension did not improve and tamponade was suspected, prompting involvement of the surgical team. An aortic root injury with possible aortic dissection was identified and the patient wa s transferred for sternotomy and surgical exploration. On opening the pericardium, the pericardial space was reported to be full of blood, and a tear in the aorta was noted, with associated hypovolemia and blood loss. The situation was described as surgically unsalvageable, and the patient died in the operating room.